Event description:
It was reported that the external pulse generator (epg) ventricular output when set to 10 ma is measuring 8.2 ma. Technical support (ts) had the caller try measuring at 15 ma and measured 13.4 ma. The ventricular channel output is out of specification. Ts advised that the epg was older than 5 years and no longer serviced. Ts emailed the caller information about the 5 year service plan. The status of the epg is unknown. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).